Manufacturer narrative:
During troubleshoot via telephone with a technical support engineer, the unit was powered off and the footswitch connection was removed. The machine was then powered back on and there was no more e433 error. It was determined that the footswitch was defective, and the technical support engineer advised the customer to replace the footswitch. Additional information has been requested from the customer regarding details of the event but no information has been obtained. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The lead biomedical engineer at the user facility reported the high frequency electrosurgical generator machine ¿shows error e433 when it is first powered on¿. The customer reported problem was found during an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The possible causes for the occurrence of error message e433 are a defective foot switch, cable connection, transformer, peak value rectifier, high voltage power supply board, motherboard, or transient-voltage-suppression (tvs) diodes. A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. From the beginning of july 2020, an improved generator board was introduced into production. Olympus will continue to monitor field performance for this device.